Event description:
A 52 year old white gravida 0 female; status post subglandular inframammary placement of 270 cc gels for augmentation in 6/78. The left encapsulated, and ultimately she had a left capsular removal and replacement with 250 cc siltex on 1/11/89. It was found to be ruptured, and a right breast mass was noted shortly thereafter. A right capsular removal and replacement was done in conjunction with a right biopsy (evidently it was granuloma "ln") on 5/4/89. The pt complains of occasional hurting.